Manufacturer narrative:
The unintended stimulation/ new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, unintended stimulation taking place while wearing the waa, experiencing heat sensation or shock, and changing the waa parameters intentionally or unintentionally have been ruled out as potential causes. However, the clinical representative reported that the stimulator was implanted too close to the nerve. When the patient would stand or walk their muscle in the leg would push the implant onto the nerve. The stimulator is used to treat pain. The cause of the pain is due to incorrect surgical technique as the device was implanted too close to the nerve (user error - clinician).

Event description:
The patient reported pain at the implant location. Several programming options were attempted to address the pain however when the pain was not relieved, the physician decided to explant the device. An explant procedure was performed on (B)(6) 2022 which relieved the pain. No further issues have been reported.